Manufacturer narrative:
This complaint is related to MDR #1828100-2015-00277. The field service representative (fsr) confirmed the complaint.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the air bubble detector (abd) was not working. The safety monitor was shut off so that the pumps would not stop. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 03/25/2015: the user facility's biomedical engineer (biomed) detailed the issue as the air bubble detector and the level sensor (part of the safety monitor) false triggered during cpb which resulted in stoppage of the arterial roller pump. The perfusionist (ccp) had difficulty in re-setting the alarms, so she elected to turn off both the air and level sensors for the rest of the procedure. The procedure was completed successfully, without delay and without associated blood loss. There was no harm observed. Clinical services attempted to speak to the perfusionist (ccp) involved in this case, but she no longer works at the hospital. In fact, I found out on (B)(6) 2015 that the entire perfusion team resigned from the hospital. Perfusion temporary employees now provide coverage, but none of them have knowledge of the case.